Event description:
Reportedly, on (B)(6) 2011, the pt was sent home with the pacemaker programmed in safer mode (pseudo-aai). Upon a f/u on (B)(6) 2012, the pacemaker was found in ddd mode. Reportedly, the pt felt more palpitations. An explanation is requested.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.